Event description:
On january 27, 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal.the sensor was inserted on (B)(6) 2025.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 25 april 2025. G3. Date received by the manufacturer? 25 april 2025. H3. Device evaluated by manufacturer? No. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.